Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the operation, they opened the package and found that stent was broken, and the thread was intact, so they replaced it with a new product and continued the operation. Patient experienced delay in surgery.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 ureteral stent with pusher. Also received one photo sample shows stent. Therefore, the reported event is confirmed. Instructions for use were reviewed for this investigation. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the operation, they opened the package and found that stent was broken, and the thread was intact, so they replaced it with a new product and continued the operation. Patient experienced delay in surgery.